Manufacturer narrative:
Evaluation of the transducer could not confirm the failure reported by the customer, it was not reproduceable. The device passed final mechanical, performance and imaging tests.

Manufacturer narrative:
Efforts to obtain additional details regarding this event and the patient impact are currently underway. Return of the suspect transducer is anticipated. Evaluation of the transducer and patient outcome information will be included in a follow-up report upon the transducer¿s return and investigation completion.

Event description:
A customer reported an x8-2t transducer was heating up quickly during use on an epiq 7c ultrasound system. An unconfirmed minor injury to the patient¿s esophagus has been alleged. The suspect transducer has been replaced at the customer site to resolve the immediate issue.